Event description:
It was reported that the surgeon inserted a competitor's lens using the msi-pf injector and the haptic was torn at the hinge during insertion. The incision was enlarged to remove the lens and sutures were required to close the wound. The reporter believes the incident was caused by the cartridge and injector.

Manufacturer narrative:
Results: a lot order search was conducted on the injector and cartridge. There was one similar complaint found for the injector and three similar complaints found for the cartridge.